Manufacturer narrative:
A ge representative evaluated the system and replaced a fuse, the ps2 power supply, and a transformer. The system operates as intended.

Event description:
The customer reported the system displayed an interlock error message and rebooting did not clear it. No patient injury was reported.